Event description:
A distributor in china reported on behalf of a healthcare facility that the tubing of a bc191-05 flexitrunk nasal tubing was torn before being used on a patient. There was no reported patient involvement.

Manufacturer narrative:
(B)(6). Method: the subject device, bc191-05 flexitrunk nasal tubing was not returned to fisher & paykel healthcare (f&p), new zealand for evaluation. Our investigation is thus based on the information and photography provided by the healthcare facility and our knowledge of the product. Results: visual inspection of the provided photography confirmed that the film within the tubing was torn and stretched near the connector. The film also appeared wrinkled and torn indicating that the tubing may have been subjected to pulling or overextension. Conclusion: based on the visual inspection of the provided photography, information provided by the customer and our knowledge of the product, it is most likely that the reported event resulted from the subject device being subjected to excessive force. As part of the manufacturing process, each flexitrunk infant nasal tubing device undergoes visual inspection and leak testing. Devices that do not meet the specifications are rejected and not released for distribution. The user instructions which accompany the bc191-05 flexitrunk nasal tubing include the following: "handle with care. Use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." "Disconnect the flexitrunk interface gently by twisting the connectors. Do not pull forcefully, as this may damage the tubing. Handle with care" "use patient oxygen monitoring". Additionally, a caution insert is included in the packaging to remind the user to take extra care when handling the bc191-05 flexitrunk nasal tubing. Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval.